Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion of the left l4 pedicle screw, the screw repeatedly partially disengaged from the screwdriver shaft, this caused the screw shaft to become free from the screwdriver and not held securely in position. Insertion of the second screw was attempted with the same thing happening several times. An alternative sized screw was successfully inserted into the pedicle at this point and the procedure completed. The surgery was prolonged about 60 minutes. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the sc provided a customer number and this number was reported as the patient ID. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Exact date of implant is unknown. Not implanted. Device history records was conducted. The report indicates that the manufacturing site: (B)(4), manufacturing date: 09. July 2013, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screws were tried with other screwdrivers and they had the same problem. The screwdrivers were also used with other screws but they worked well. Therefore is no problem with the screwdriver. There was no physical patient harm other than the extended operating time.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that the measurable dimensions of both universal reduction screws were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material, the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in july 2013 and we are not aware of any other complaint for the lot in question. Our investigation has shown that the double star drive of both screws is partially stripped, which makes a proper function impossible. The passivated layer is worn out at the damages, which indicates that the damage occurred post-manufacturing, possibly by a not correctly positioned or a damaged screwdriver. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.